Event description:
During a conference call on thursday, 20 june 2024 between university of (B)(6) and b.braun medical inc. Staff it was mentioned that on april 14, 2024 (B)(6) identified a level 1 (a "never" event) for which they only recently completed a root cause analysis. The event involved a 44 year old female with complex medical history. The patient was found unresponsive after ingesting borax and with septic shop. The patient had to undergo several bowel operations. A PICC line was placed in march in an outside hospital. The patient was transferred to (B)(6) in early april. On the day of the event, patient was being administered via the PICC line (possibly with unasyn). They complained their left hand was weak and numb and then began having seizures. They were taken to CT for stroke evaluation and became non-responsive. They were transferred to downtown where they were placed in a hyperbaric chamber. A new gas embolism was identified in the frontal region of the brain. The investigation sought to identify how the air got into the patient's brain. The team felt the only way was via the antibiotic treatment. There was concern that in some manner or fashion the air was infused from the space pump that was being used to administer the antibiotic. The patient survived the event, but has an outstanding disability due to this event.